Manufacturer narrative:
It is unknown if the device will be returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. Additional contact person from section f4 and f5 of ufmw ¿ (B)(6) ; phone number - (B)(6).

Event description:
A medsun mandatory medwatch report (uf/importer reporter(B)(4)) was received which stated the following: ¿I was priming busulfan for a patient with IV 3 port tubing and spiros c-clip. Spiros appeared to connect appropriately to end of tubing, blue safety clip snapped in appropriately as well. After I finished circle priming the chemo I noticed it leaking from the point where the spiros connects to the tubing and is not supposed to be able to move or disconnect. I rechecked connection and connection seemed secure and not to be moving or to disconnect in any way. I placed chemo and tubing in chemo bag. Several minutes later when observing leak through chemo bag spiros disconnected completely from the IV tubing.¿ it was also reported that the original intended procedure was preparing chemo infusion and that the device failed (e.g broke, couldn¿t get it to work or stopped working), the event happened at hospital in the patient¿s room and the approximate age of the device was 1 day. The event occurred on an unknown date in (B)(6) 2020.